Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on both the right atrial (ra) and right ventricular (rv) leads which was oversensed in the rv and reproduced with isometrics. Subsequently both leads were explanted and replaced. No adverse patient effects were reported during the procedure. Approximately three weeks later boston scientific received a call from the patient's spouse reporting that the patient passed away due to complications following the lead revision procedure. She indicated later that night (after the procedure), the medical staff were unable to stabilize the patient's oxygen levels or blood pressure and the patient eventually coded. The patient remained in the hospital and died four days later. The local field representative was contacted and stated he was not involved with patient care following the procedure, but did become aware that the patient had some respiratory complications the first night. He confirmed the procedure went very well without any complications and that the physician was very pleased with the results. He also stated the leads were sent to pathology following the extraction.